Event description:
During a laparoscopic sigmoid colectomy, the stapler did not fire. The staple line was not complete. Another stapler was used and the procedure was completed. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.